Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
Failed left total hip arthroplasty, loose cup.